Event description:
It was reported that this patient began exhibiting multiple high, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead last year. The impedance then stabilized around 400 ohms, before rising again and staying consistently greater than 3000 ohms. The patient was routinely seen in-clinic to dismiss the rv impedance alerts and despite provocative maneuvers, no noisy signals were noted. Boston scientific technical services (ts) was contacted and discussed that this impedance change could be the result of rv lead micromovement within the device header. In october 2021, ts was contacted again to discuss the high pacing impedance measurements from this system (>3000 ohms). It was discussed that the device would most likely be replaced, but information regarding this procedure was not provided. The rv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient began exhibiting multiple high, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead last year. The impedance then stabilized around 400 ohms, before rising again and staying consistently greater than 3000 ohms. The patient was routinely seen in-clinic to dismiss the rv impedance alerts and despite provocative maneuvers, no noisy signals were noted. Boston scientific technical services was contacted and discussed that this impedance change could be the result of rv lead micromovement within the device header. Information was requested regarding any potential action to resolve this event, but the field indicated that none has taken place. Should any occur in the future, this record will be updated. The rv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.